Manufacturer narrative:
Follow-up #1: date of submission 04/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/28/2017 with the following findings: a review of the black box indicated data from 01/23/2017 to 01/31/2017; there was no evidence of an intermittent power issue in the black box. The battery cap contacts were within required specifications and there was no damage found to the battery compartment or battery cap. The battery cap was able to fully tighten and the pump powered on normally. The pump successfully completed a rewind, load, and prime sequence and 24 hour testing with no power interruptions occurring. The pump casing was removed and no internal defects were found. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump intermittently lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, which may lead to a long term cessation of insulin delivery.